Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid (25mg/ml at 2mg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that there was a volume discrepancy. The actual reservoir volume (arv) was 10ml. The expected reservoir volume (erv) was 5ml. There were no discrepancies noted on past refills. The event date was about 4 weeks prior to (B)(6) 2018. There were no further complications reported at this time.